Event description:
It was reported that an unknown access IV set was difficult to remove from a colleague pump. This occurred at the end of infusion. The reporter stated that "there was no way to remove the blue clamp without cutting the tubing as it was stuck to even the manual release mechanism." There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.